Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information requested and received: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. What color cartridge was being used? White. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The surgeon commented that he found the force to fire, higher than normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? No. How was the case completed? Vessel was sutured.

Event description:
It was reported that during a double lung transplant procedure the first 3 firings of device were fine. The fourth firing fired only half way on both sides. No patient consequences reported.